Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the first part of 2021.

Manufacturer narrative:
Sc-1160 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure.